Event description:
Per the clinic, the patient experienced poor performance and high impedance with the device. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to perform an integrity test. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 22, 2024.